Manufacturer narrative:
(B)(4). The reported description notes that the cited pt monitor did not alarm in response to a change in the pt's condition which was outside the preconfigured parameter limits. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the cited pt monitor did not alarm in response to a change in the pt's condition which was outside the preconfigured parameter limits.